Event description:
The patient reported detachment of the infusion set tubing from the hub involving 6 sets and subsequent high blood glucose levels, which were treated via the insulin pump on (b)(6) 2026.

Manufacturer narrative:
Initial 6 of 6.Name: Tandem,Country: United States of America,Address ¿ Line 1: 11045 ROSELLE STREET,Address ¿ Line 2: SUITE 200,City: SAN DIEGO,State: California,Zip Code: 92121. Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.